Manufacturer narrative:
Motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm anomaly. Scratched lcd window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was performed. The device was returned for analysis.